Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed.  Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector.   The root cause for the damaged power supply connector was excessive force.  There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery charger will not power on.